Manufacturer narrative:
Upon visual inspection, worn parts were discovered including the rotor and motor. The cable assembly wa also found to be damaged.

Event description:
The core sumex drill was returned for svc. Upon evaluation at the MFR, it displayed a bias current error signaling a condition occurred from which the device has the potential to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.